Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The event was not confirmed. Visual inspection: the devices showed signs of normal wear/use for a product that is less than a year old. There was some minor wear on the end of the device that mates with the screw. Dimensional inspection: not performed as the device was found to be fully functional and therefore a dimensional inspection was not deemed necessary. Functional inspection: an attempt was made to mate the device with a cancellous bone screw (cat. No.: 2030-6540-1, lot no.: 7t6mne). It mated perfectly with no resistance. The driver shaft was found to be fully functional. The event was not confirmed. Conclusion: the investigation could not determine the root cause of the event as functional testing of the device found it to be fully functional. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
During tha, the surgeon tried to use the screw driver (universal joint) and insert the screw in the cup (trident). The surgeon couldn't assemble the screw on the screw driver tip. Therefore, the surgeon changed the screw driver to straight screw driver. An operation has been finished using straight screw driver.

Event description:
During tha, the surgeon tried to use the screw driver (universal joint) and insert the screw in the cup (trident). The surgeon couldn't assemble the screw on the screw driver tip. Therefore, the surgeon changed the screw driver to straight screw driver. An operation has been finished using straight screw driver.